Event description:
It was reported that post an uneventful stent implantation in the right internal carotid artery (rica), the pt experienced a cerebrovascular accident with slurred speech and left nasolabial fold droop as well as hypotension and bradycardia due to increased vagal tone. CT scan of the head showed multiple old infarcts in the rica territory. MRI showed a subcentral right thalamic infarct. The neurological deficits improved. Hypotension and bradycardia were stabilized with neo-synephrine and proamatine. At the time of discharge on (B)(6) 2010, proamatine was continuing and previous hypertensive medications were held. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the stent remains in the pt. Stroke, bradycardia and hypotension may occur during this type of procedure and as listed in the instructions for use, stroke, bradycardia and hypotension are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported pt adverse effects and the relationship to the product, if any, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.